Event description:
Additional information was received from the patient. They reported that they hadn¿t spoken with their health care professional (hcp) about the issues with their current device because there were no issues with the device. The patient reported that they had been very ill and hallucinating and that the device worked great. The patient reported that ¿no¿ their admission in the hospital was not due to the device/therapy. The patient reported that their new device had been implanted on (B)(6) 2021. In response to the inquiry for the cause of the device making noises, their partner seeing a light coming from the device in their body and thinking the device was malfunctioning, the patient replied that these were all unrelated issues from the device and noted that the device was wonderful and working well. The patient stated all was well and that they were well and that the device was wonderful and that they had no issues at all and that ¿yes,¿ the issue was resolved. In response to the inquiry for if the patient could clarify if they could hear the device moving and did ins movement or migration occur, the patient replied ¿no.¿ in response to the inquiry for if the cause of them being able to hear the device moving and if it had been determined, the patient replied ¿no,¿ that it was nothing related to the device. The patient stated that they had a medication poisoning from lythium/serroquel and that it had nothing to do with the device, that they were hospitalized and treated for unrelated issues due to medication changes. In response to the inquiry for what steps were taken to resolve the sickness, nausea, vomiting, trouble sleeping/insomnia and being ¿cognitively out of it,¿ the patient replied that the hospitalization and treatment was for unrelated device causes: medication changes that caused severe hallucinations. The patient stated that the status of the device was ¿still in use,¿ and that the issue was not related to the device.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been very sick and felt it was because of the new device they had implanted. This had been going on for about a week. They had been experiencing nausea, vomiting, and ended up in the emergency room (ER) yesterday with intravenous (IV) therapy. Per the caller, the patient was "cognitively out of it," so they were calling on behalf of the patient. The patient initially thought this was allergies, but were now having a terrible time sleeping and having insomnia. The patient also thought they could hear a motor and the patient's partner stated they could see a light, sometimes at night in the bed, that was coming from the device in their body. The caller stated the patient thought the device was malfunctioning and wanted to turn it off before their primary care physician appointment the day of the call at 3:30pm. The patient had told the caller to call the manufacturer since "this was run by cellular and [they could] remote into the patient's device." The caller was redirected to call back when they were with the patient and the equipment. It was reviewed the manufacturer help line could then assist the caller with turning stimulation off. The patient's son called back and needed help turning the therapy off. The patient could hear the device making noises and moving. They had an appointment with the primary care doctor that day at 3:30pm and then would see about seeing the doctor that managed the device. They were able to successfully shut off the stimulation while on the call.